Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with bleeding lcd. Investigator's unable to download event history log. During investigation the device was powered up and it alarmed ec1260/ec1261 which is an issue with the circuit board. According to the investigation the pump circuit board caused the reported problem. Service's replaced the circuit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1260. It was reported that there was no patient involvement. No reported adverse effects.